Event description:
It was reported that the patient developed transient resorption associated with the use of rhbmp-2/acs in a 2-level axialif from l4 to s1 combined with uni-lateral pedicle screws. The surgeon only attempted fusion within the interbody space. Radiographically, the surgeon has observed lucency at both levels.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.